Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pocket incision was mostly healed with the exception of a small edge of the pocket that was not healing properly and was slightly opened. The physician surgically reopened the pocket and irrigate with iodine solution. The ipg was then explanted and replaced with a new device in a tyrx pouch. No further patient complications have been reported as a result of this event.